Event description:
The customer reported that while the iabp was in use on a pt, the unit generated a "blood detected" message. When the iabp was shut down and powered back up, it generated an "auto fill failure" message. After the customer placed the iabp in manual fill mode, it generated a "gas loss override" alarm. The physician ordered to discontinue the iabp therapy. No pt injury was reported.

Manufacturer narrative:
Customer was contacted and maquet was informed that their biomed department removed excessive moisture from the iabp. However, when the biomed department was contacted directly, they had no record of this event. Biomed was left with our contact info and asked to contact us if any further info should become available. We have not received any add'l info from the customer. If further info does become available, a supplemental medwatch report will be submitted. (B)(4).